Manufacturer narrative:
Results of investigations: the vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue was found to be transducer failure. Transducer was calibrated and the machine met specifications.

Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. Transducer calibrations were performed and tested, but were unable to resolve the customer's reported issue. A faulty main printed circuit board assembly (pcba) was replaced. The fsr performed the user verification test and operational verification procedure and reported that the device meets service specifications. The suspect main pcba was received by vyaire's failure analysis department and upon completion of the final investigation, a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator alarmed "transducer fault" while in use on patient. The customer reported that ventilator was changed so there was no harm or injury to the patient.